Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there are 5 variation with negative pressure. Samples were recollected due to underfill. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information or correction: b5: describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there are 5 variation with negative pressure. Samples were recollected due to underfill. There was no health impact or consequences reported. D10: device available for eval yes. D10: returned to manufacturer on: 12-dec-2023. H.6. Investigation summary: bd received 2 samples and 1 photograph from the customer in support of this complaint. 2 returned samples and 14 retained samples were draw-tested with deionized water. From this testing, it was determined that all 16 tubes drew within specification. Evaluation of the photograph indicated 2 empty tubes. Bd was unable to confirm customers¿ indicated failure mode based on the retained and returned samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there are 5 variation with negative pressure. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.